Event description:
On (B)(6) 2012, cardiacassist was notified of a ruptured femoral artery that occurred to a pt supported by the tandemheart system. Excessive bleeding was noted around the femoral arterial cannula. The pt was taken to the operating room to explant the tandemheart system because of the damage and bleeding at the arterial cannula site. The femoral arterial cannula is not manufactured or distributed by cardiacassist. An arterial cut-down was going to be performed and the femoral artery was going to be repaired. However, the femoral artery ruptured during the procedure and the pt bled to death.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the info provided by the hospital, no malfunction of any of the components of the tandemheart system was observed, no could have reasonably led to the complications associated with the femoral arterial cannula. The blood loss due to the excessive bleeding at the femoral arterial cannula site and eventual rupture of the femoral artery was determined to be the root cause of the incident. The femoral arterial cannula is not manufactured or distributed by cardiacassist.